Manufacturer narrative:
Method of evaluation: review of information reported, review of the device history records, query of lifecell complaint system for any other complaints reported to lifecell against complaint related lot s11152 results of evaluation: review of device history records for complaint related lot s11152 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s11152 met acceptance criteria for qc release. Processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Query of lifecell complaint system did not return any other complaints reported to lifecell against complaint related lot s11152, related to the nature of this event. (B)(4). The device for this complaint is not included in the 8. Conclusion: device not returned. Based on the information reported and internal investigation into lot s11152, the infection reported in this complaint is unlikely related to the lifecell device. The lifecell device was terminally sterilized. The organism identified in this complaint is a known skin contaminant and frequently the cause of nosocomial infections. The device met qc release criteria.

Event description:
It was reported that a (B)(6) y/o female patient underwent a bilateral breast implant exchange with a lifecell device placed in the left breast, following a capsulectomy (grade IV) on the l and a capsulorrhaphy on the r, on (B)(6) 2013. The patient also had liposuction of the abdomen and inner thighs during this procedure. No complications were indicated in the operative note. One drain and one jp were placed. Postoperatively the patient experienced swelling, redness, fever, chills and nausea. She was readmitted to the hospital and returned to the operating room on (B)(6) 2013 for explantation of the implant and the lifecell device from the left breast. The patient was hospitalized for 3 days and treated with IV and oral antibiotics.